Event description:
Reporter indicated that patient developed severe hoarseness after explant. Vocal cord paralysis was diagnosed by ent. While implanted, the patient only had minimal hoarseness with the device when it was stimulating. The device remained programmed to off most of the time that it was implanted because the patient did not like the feeling of the stimulation.